Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2015: (B)(6). Brief op report. Procedure: ventral hernia repair with mesh. Assistants: (B)(6) pgy-3; (B)(6). Pre/postop diagnosis: ventral hernia. Specimen removed: hernia sac. Complications: ¿none.¿ findings: ¿see dicatation [sic].¿ disposition: post anesthesia care unit. 04/15/15: (B)(6). (B)(6). Brief op report. Procedure: ventral hernia repair with mesh. Assistants: (B)(6), pgy-3; (B)(6). Pre/postop diagnosis: ventral hernia. Specimen removed: hernia sac. Complications: ¿none.¿ findings: ¿see dicatation [sic].¿ disposition: post anesthesia care unit. (B)(6)2015: (B)(6). Implant record. Mesh 8 x 6 in phasix rect. Manufacturer: c.r. Bard, inc. Site: abdomen. (B)(6)2015: (B)(6). (B)(6). History and physical. History of present illness: underwent hernia repair after a recurrent ventral hernia formed. Procedure went well without complications. Reports mild pain. Impression/plan: abdominal binder in place, advised no heavy lifting. Discharge home with pain control, home health care. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. Previous patient code (1994) was reported based on the original complaint and is no longer applicable per gore¿s investigation. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Medical records: the known medical records span december 20, 2006 through april 16, 2015 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial device. Records from august 2, 2007 through june 11, 2013 were not provided. Patient information: medical history: obesity: (B)(6) 2006: 245 lbs., bmi 34.2. (B)(6) 2015: 280 lbs., bmi 39.1. Smoker: (B)(6) 2006: ½ pack per day. (B)(6) 2007: ¿started smoking again.¿ (B)(6) 2013: ¿former smoker.¿ prior surgical procedures: unknown date: bilateral inguinal hernia repair (B)(6) 2006: repair of incarcerated umbilical hernia. (B)(6) 2006: laparoscopic incisional hernia repair with mesh. Implant: gore® dualmesh® plus biomaterial. Relevant medical information: (B)(6) 2006: repair of incarcerated umbilical hernia. Indication: ¿a 49-year-old male with an incarcerated umbilical hernia.¿ ¿the abdomen was prepped and draped in the usual sterile fashion. A curvilinear supraumbilical inverted smile incision was made and carried into the subcutaneous tissue. I disconnected the umbilicus from the hernia sac, dissected the hernia sac free. This contained a multilobulated fatty structure consistent with a portion of omentum. I dissected this free, ligated a portion of it, returned the remainder of the fatty tissue to the abdomen without bleeding. I was left with about a 1-cm defect which was closed with interrupted suture of #1 vicryl. Marcaine was injected for postoperative analgesia as multiple intercostal block into the fascial layer surrounding the repair. I did not feel a mesh would be useful as there was very little tension in this area.¿ implant preoperative complaints: (B)(6) 2007: ¿umbilical repair 7 months ago. States after postop visit went back to work, may have lifted heavy stuff and started a workout program, which may have contributed to his recurrence, noticed soon after... Started smoking again.¿ (B)(6) 2007: indication: ¿a 50-year-old male with a history of a ventral hernia with an epigastric and incisional component. He now has a recurrent hernia in this area and presents for laparoscopic repair with mesh.¿ implant procedure: laparoscopic repair of incisional hernia with mesh. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp02/05044038, 8 cm x 12 cm x 1mm thick]. Implant date: (B)(6) 2007: description of hernia being treated: ¿the abdomen was prepped and draped in the usual sterile fashion. A transverse incision was made in the left upper quadrant. I dissected down to the fascia and elevated the fascia with the baby kocher clamp. A veress needle was placed into the abdominal cavity. After the saline drop test was performed, the abdomen was insufflated to a level of 15. The veress needle was then exchanged for a 5-mm trocar. The camera placed through the trocar to reveal no injury to this point. Diagnostic laparoscopy failed to reveal any gross abnormality with the exception of a 2-3 cm hernia in the supraumbilical region. I placed a 5-mm trocar in the right side of the abdomen, and a 12-mm trocar in the left lower quadrant, both under direct visualization without obvious bleeding or injury.¿ implant size and fixation: ¿an 8 x 12 cm mesh was marked, rolled, and placed into the abdominal cavity via the 12-mm trocar site. It was unrolled prior to placing the mesh, I had placed 4 prolene sutures, one in each corner. I used an endoclose to grasp the prolene sutures and brought them up as stay sutures while I tacked the mesh in place with a solute [sic] tacker. There was one small area of bleeding, which necessitated direct pressure with a 10-mm blunt instrument and pressure from the external abdominal wall a few times, in addition to an electrocautery. The bleeding was brought under control. It was slow but steady. The patient did not lose a significant amount of blood. The abdomen was copiously irrigated with normal saline until the aspirate was clear. Marcaine 0.25% was injected to a total of 10 ml as a multiple intercostal block into the fascial layer surrounding the trocar incision sites for postoperative analgesia. The insufflated co2 and fluid were aspirated as best as possible. The fascial edges of the 12-mm wound approximated with an interrupted suture of 0 vicryl. The subcutaneous tissue was irrigated with betadine. The skin edges were approximated with subcuticular 4-0 vicryl and steri-strips.¿ post-operative records were not provided. Records from august 2, 2007 through june 11, 2013 were not provided. Explant preoperative complaints: (B)(6) 2013: ¿pre/post-procedure diagnosis: incisional hernia.¿ explant procedure: laparoscopic incisional hernia repair with mesh . Explant date: (B)(6) 2013 : ¿in the left upper quadrant, a small incision was made and a voorhees [sic] needle was inserted. After passing the drop test the abdomen was insufflated with co2 to 15 mm mercury pressure the voorhees [sic] needle was exchanged for a 5 mm trocar placed under direct vision. Peritoneoscopy revealed bowel stuck to the midline. 2 other trochars were placed into the peritoneal cavity on the left side a 5 mm in the left lower quadrant and a 12 mm in the left midabdomen. Carefully the bowel was dissected off the abdominal wall. We could see that the bowel was stuck to mesh and firmly stuck. Therefore, we removed the mesh from the abdominal wall. This left two defects, one at the umbilicus and the other above the umbilicus. The distance to cover both was 15 cm. The bowel that was dissected was carefully inspected and there were no serosal injuries. No succus was leaking. The bowel looked intact. A 21 x 15 cm mesh was then placed into the peritoneal cavity. Using absorbable tacks the mesh was then tacked to the abdominal wall. In order to tack the left side of the mesh two 5 mm trocars were placed on the right side of the abdomen and the tacker and camera were inserted on the right to tack the left. The defects were covered. With adequate hemostasis the procedure was thus terminated. Trochars were removed. The bowel was inspected again and was fine. The abdomen was deflated. Incisions were then approximated with 4-0 monocryl subcuticular stitches.¿ findings: ¿bowel stuck to mesh partially covering the defect. When the mesh was removed there were two defects, one at the umbilicus and the other supraumbilical.¿ a pathology report detailing analysis of the specimen removed during the (B)(6) 2013 procedure was not provided. Post-operative records were not provided. Conclusions: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 05044038. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: 12/20/06: operative report. Pre/postop diagnosis: incarcerated umbilical hernia. Operation: repair of incarcerated umbilical hernia. Specimen removed: none. Complications: none. Indication: a 49-year-old male with an incarcerated umbilical hernia. I discussed with him the risks, benefits, possible complications of observation versus operation. He understands and presents for repair with possible mesh. Description of procedure: ¿with the patient in the supine position, general endotracheal anesthesia was induced without incident. The abdomen was prepped and draped in the usual sterile fashion. A curvilinear supraumbilical inverted smile incision was made and carried into the subcutaneous tissue. I disconnected the umbilicus from the hernia sac, dissected the hernia sac free. This contained a multilobulated fatty structure consistent with a portion of omentum. I dissected this free, ligated a portion of it, returned the remainder of the fatty tissue to the abdomen without bleeding. I was left with about a 1-cm defect which was closed with interrupted suture of #1 vicryl. Marcaine was injected for postoperative analgesia as multiple intercostal block into the fascial layer surrounding the repair. I did not feel a mesh would be useful as there was very little tension in this area. The wound was irrigated with betadine. The umbilicus was tacked down to the fascia with interrupted suture of 3-0 vicryl. The skin edge was reapproximated with subcuticular 4-0 vicryl and steri-strips.¿ 07/17/07: history and physical. Hpi: umbilical repair 7months ago. States after postop visit went back to work, may have lifted heavy stuff and started a workout program, which may have contributed to his recurrence, noticed soon after. Presents for laparoscopic repair. Psh: inguinal herniorrhaphy. Umbilical herniorrhaphy. Social hx: started smoking again. 08/01/07: operative report. Indication: a 50-year-old male with a history of a ventral hernia with an epigastric and incisional component. He now has a recurrent hernia in this area and presents for laparoscopic repair with mesh. Pre/postop diagnosis: incisional hernia. Procedure: laparoscopic repair of incisional hernia with mesh. Complications: none. Operative procedure in detail: ¿with the patient in the supine position, general endotracheal anesthesia was induced without incident. The abdomen was prepped and draped in the usual sterile fashion. A transverse incision was made in the left upper quadrant. I dissected down to the fascia and elevated the fascia with the baby kocher clamp. A veress needle was placed into the abdominal cavity. After the saline drop test was performed, the abdomen was insufflated to a level of 15. The veress needle was then exchanged for a 5-mm trocar. The camera placed through the trocar to reveal no injury to this point. Diagnostic laparoscopy failed to reveal any gross abnormality with the exception of a 2-3 cm hernia in the supraumbilical region. I placed a 5-mm trocar in the right side of the abdomen, and a 12-mm trocar in the left lower quadrant, both under direct visualization without obvious bleeding or injury. An 8 x 12 cm mesh was marked, rolled, and placed into the abdominal cavity via the 12-mm trocar site. It was unrolled prior to placing the mesh, I had placed 4 prolene sutures, one in each corner. I used an endoclose to grasp the prolene sutures and brought them up as stay sutures while I tacked the mesh inplace with a solute tacker. There was one small area of bleeding, which necessitated direct pressure with a 10-mm blunt instrument and pressure from the external abdominal wall a few times, in addition to an electrocautery. The bleeding was brought under control. It was slow but steady. The patient did not lose a significant amount of blood. The abdomen was copiously irrigated with normal saline until the aspirate was clear. Marcaine 0.25% was injected to a total of 10 ml as a multiple intercostal block into the fascial layer surrounding the trocar incision sites for postoperative analgesia. The insufflated co2 and fluid were aspirated as best as possible. The fascial edges of the 12-mm wound approximated with an interrupted suture of 0 vicryl. The subcutaneous tissue was irrigated with betadine. The skin edges were approximated with subcuticular 4-0 vicryl and steri-strips. The patient tolerated the procedure well.¿ (B)(6) 07: implant record. Site: abdomen. Manufacturer: gore. Description: mesh. Catalog or model no: 1dlmcp02. Lot, serial or tissue ID no: (B)(4). Size: 8 x 12 cm. Expiration date: 03/2010. The records confirm a gore® dualmesh® biomaterial (1dlmcp02/05044038) was implanted during the procedure. Records between 8/1/2007 and 6/12/2013 were not provided. (B)(6) 13: post procedure note. Pre/post-procedure diagnosis: incisional hernia. Findings: bowel stuck to mesh partially covering the defect. When the mesh was removed there were two defects, one at the umbilicus and the other supraumbilical. Procedure/description: laparoscopic incisional hernia repair-laparoscopic incisional hernia repair with mesh. Specimens removed: none. Specimen disposition: not applicable. Implants: hc implants descr optime-sna. (B)(6) 13: operative report. Dictation: ¿the patient was brought to the operating suite given general endotracheal tube anesthesia identified as brian john sealey medical record number 1717579. Antibiotics were given preoperatively and the patient was prepped and draped under sterile technique. In the left upper quadrant a small incision was made and a voorhees needle was inserted. After passing the drop test the abdomen was insufflated with co2 to 15 mm mercury pressure the voorhees needle was exchanged for a 5 mm trocar placed under direct vision. Peritoneoscopy revealed bowel stuck to the midline. 2 other trochars were placed into the peritoneal cavity on the left side a 5 mm in the left lower quadrant and a 12 mm in the left midabdomen. Carefully the bowel was dissected off the abdominal wall. We could see taht [sic] the bowel was stuck to mesh and firmly stuck. Therefore we removed the mesh from the abdominal wall. This left two defects, one at the umbilicus and the other above the umbilicus. The distance to cover both was 15 cm. The bowel that was dissected was carefully inspected and there were no serosal injuries. No succus was leaking. The bowel looked intact. A 21 x 15 cm mesh was then placed into the peritoneal cavity. Using absorbable tacks the mesh was then tacked to the abdominal wall. In order to tack the left side of the mesh two 5 mm trocars were placed on the right side of the abdomen and the tacker and camera were inserted on the right to tack the left. The defects were covered. With adequate hemostasis the procedure was thus terminated. Trochars were removed. The bowel was inspected again and was fine. The abdomen was deflated. Incisions were then approximated with 4-0 monocryl subcuticular stitches. Dressings were applied. The patient was extubated transferred to stretcher and brought to recovery in stable condition.¿ [missing records: a pathology report detailing analysis of the specimen removed during the (B)(6) 13 procedure was not provided.] (B)(6) 15: operative report. Pre/postop diagnosis: recurrent ventral hernia. Procedure: repair of recurrent ventral hernia with mesh and bilateral myocutaneous flaps. Indication: this patient is a 57-year-old male who is status post laparoscopic ventral hernia repair. Patient now has developed a new hernia in the inferior aspect of the previous repair. Patient has had a laparoscopic repair with a 20 x 15 cm mesh inserted. The patient now has defect in lower abdomen in which he is complaining of local pain as well as episodes of incarceration with nausea and vomiting. Due to the symptomatic nature of the hernia, the patient was brought to surgery. Risks and complications were discussed including bleeding, infection, scarring, use of mesh, recurrence. The patient agrees with the plan. Procedure in detail: ¿the patient was brought in the operating room, and placed on the operating table in supine position. The patient underwent general endotracheal anesthesia and was then prepped and draped in usual sterile manner. Then using a # 15 blade, a vertical midline skin incision was made directly over the defect. The incision was carried down through the skin to the subcutaneous tissue and using electrocautery , hemostasis was obtained. The incision was extended down to the fascia. The fascial defect was identified. The hernia sac was identified. The fascial defects were delineated. The hernia sac was opened using blunt dissection and the abdominal cavity was entered. The excess hernia sac was identified. There was no bowel within the hernia sac. The old mesh was felt superiorly. At this point, the excess hernia sac was then separated off of the fascial edges. The preperitoneal space was entered. The fascial edges were then delineated circumferentially around the area. A retrorectus space was entered using bunt dissection and the preperitoneal space was developed using blunt dissection as well as electrocautery. The excess hernia sac was excised using electrocautery and sent to pathology. Once the fascial edges were delineated and a space was created in the preperitoneal area, bilateral myocutaneous flaps were created in dissecting out the space and these will be sutured over the mesh once the mesh was inserted. Once the space was created, the peritoneum was closed using a running 2-0 vicryl stitch. A 6 x 8 inch proceed mesh was then inserted into the preperitoneal space. The mesh was cut down to size; however, the mesh was folded on itself to create a type of a lip circumferentially around the flaps. The mesh was tacked up to the anterior abdominal wall under the flaps using interrupted 0 pds sutures. Once the mesh was in place, the fascial flaps were then closed over the mesh using a running #1 pds suture as well as interrupted 0 pds sutures. Exparel was injected directly into the fascial circumferentially around the area before closing the fascia. Once the fascia was closed, a #10 jp drain was placed into the subcutaneous space through a separate stab wound incision and secured to the skin using a 2-0 silk stitch. Exparel was also injected into the subcutaneous fat. The skin was closed using staples. Anesthesia will do a tap block for postop analgesia. A sterile dressing was applied. All sponge and needle counts were correct. The patient tolerated procedure well and was taken to recovery room in stable condition.¿ 04/15/15: surgical pathology report. Specimen: at: sr15:2082. Specimen: hernia. Final diagnosis: recurrent ventral hernia, repair: hernia sac with chronic inflammation and fibrosis. Gross description: received in a container labeled with patient information and ¿hernia sac¿. The specimen is a wrinkled yellowish pink, 9 x 5 x 0.5 cm soft membranous tissue fragments. Representative sections submitted one cassette. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence".

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2007 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2013, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal, additional surgery, pain. Additional event specific information was not provided.